Event description:
Procedure type: hysterectomy. According to the reporter: when the obturator was withdrawn from the cannula, it fell apart. The blue safety shield fell back in to the surgery (was after retrieved), and the blade was then exposed, putting the surgeon and nurse at risk of injury. There was no bleeding reported in excess of 2500c. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).